Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Additionally no green color parts is used in the subject device. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus australia, it was unlikely the reported phenomenon was attributed to the subject device because there was no malfunction with the subject device.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the green sticky substances remained on a tray and on the outside of the subject device after the device was reprocessed. The user also shared following information; before the reprocessing, the subject device was used for the procedure which there was an emergency case to retrieve two button batteries from a patient. Once retrieved the subject device was cleaned as per the usual procedure with a bed side cleaning with no evidence to indicate any unusual solution on or in the subject device. A disinfect and alcohol cycle in the non-olympus automated endoscope reprocessor model medivators advantage was completed. In that cycle rapicide a and b, matrix and alcohol 70% was used to clean the subject device. After the reprocessing procedure was completed, the subject device was hung over night. Olympus australia checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of infection associated with this report.